Manufacturer narrative:
Additional information: h4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room (via emergency medical services) after experiencing a fall at home (treatment completed >4 hours prior). The patient sustained a head injury (laceration) while ambulating in the home, and briefly lost consciousness. Following admission, the patient was sent to the intensive care unit (ICU) for observation and further testing. While admitted a peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. While the specifics are not currently known, it appears the patient underwent radiological testing and was diagnosed with terminal cancer. The patient opted to discontinue rrt and enter into hospice care on (B)(6) 2024. As of (B)(6) 2024 the patient remains hospitalized and is awaiting placement in a hospice home. The pdrn stated the fall was caused by a chronic unsteady gait, and the cause of the peritonitis is unknown, as it went undiscovered until the patient was admitted. Per the pdrn, there is no concern the events were caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a fall, head laceration and peritonitis, which required hospitalization and antibiotic therapy. Per the pdrn, the patient tripped due to a chronic unsteady gait which caused the fall and subsequent head laceration. The patient¿s peritonitis was undiagnosed until she was hospitalized due to the fall; therefore, the onset and etiology of the peritonitis cannot be determined. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. As of 17/jul/2024 the patient had decided to enter hospice care due to a terminal cancer diagnosis, with the expectation being the patient will expire as a result. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 17/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room (via emergency medical services) after experiencing a fall at home (treatment completed >4 hours prior). The patient sustained a head injury (laceration) while ambulating in the home, and briefly lost consciousness. Following admission, the patient was sent to the intensive care unit (ICU) for observation and further testing. While admitted a peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. While the specifics are not currently known, it appears the patient underwent radiological testing and was diagnosed with terminal cancer. The patient opted to discontinue rrt and enter into hospice care on 17/jul/2024. As of (B)(6) 2024 the patient remains hospitalized and is awaiting placement in a hospice home. The pdrn stated the fall was caused by a chronic unsteady gait, and the cause of the peritonitis is unknown, as it went undiscovered until the patient was admitted. Per the pdrn, there is no concern the events were caused by any fresenius product(s) and/or device(s) deficiency or malfunction.